Event description:
It was reported that, during an implant procedure, the physician experienced difficulty inserting this right ventricular (rv) lead into the device. The field representative observed silicone bunched up in the header insert, and a tug test was successfully performed. Technical services (ts) discussed that the set screw is the only connection point and, if properly tightened, should ensure a secure connection. Ts noted that the shock lead impedance decreased from the 70s-ohm range in the previous device to the 60s-ohm range in the newly implanted device. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead exhibited high out of range shock impedance measurements. A vector breakdown was performed, and it seemed that the ra coil of the rv lead was experiencing the anomaly. Reprogramming options were recommended. However, further testing was recommended. The lead was reprogrammed, and a defibrillation threshold (dft) test was attempted but could not be completed. No adverse patient effects were reported. This rv lead remains in service.